Event description:
Boston scientific received information that high impedance levels great than 2000 ohms were noted on the left ventricular lead. A month ago, this chronic lead was connected to this new pulse generator. All other lead diagnostics were considered normal, therefore the physician will continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.